Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms when tested through a pacing system analyzer. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms when tested through a pacing system analyzer. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.